Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety shield activation failed it was reported by customer that they have another failed sharp guard. It was told that the blue piece separates and the guard stays in the plastic housing. Verbatim: rcc received a complaint via email. Email(s) attached I have another failed sharp guard. I was told that the blue piece separates and the guard stays in the plastic housing. Lot 4116856. I have the product. Xxxxxxxxx xxxxxxxxxx ms rn npd-bc acns-bc clinical nurse specialist ed/trinity health grand rapids pronouns: she/her/hers xxxxxxxxxxxxxxxxxxxxxx

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:386863; batch#:4116856. It was reported by customer that they have another failed sharp guard. It was told that the blue piece separates and the guard stays in the plastic housing. Verbatim: rcc received a complaint via email. I have another failed sharp guard. I was told that the blue piece separates and the guard stays in the plastic housing. Lot 4116856. I have the product. Ms rn npd-bc acns-bc. Clinical nurse specialist. (B)(6). Pronouns: she/her/hers.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, observed that the safety mechanism was activated; no safety activation failure was observed. Hence, the reported defect was not observed. As current controls, there are daily outgoing and in-process functional test to check and detect safety activation failure.